Manufacturer narrative:
This adverse event is submitted to the agency late as a corrective action since it was was determined to be reportable after an audit of the company's complaint database.

Event description:
Migraine associated nausea/vomiting was disruptive to daily routine. Patient reportedly experienced vomiting every day following treatment. Patient had a history of migraines but were reportedly never as bad as these. As a result patient was prescribed zofran and was able to complete treatment.